Event description:
A model 325 aspirator failed to operate. An inspection of the device revealed a broken switch and a defective battery pack. The switch and the battery pack were replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the failure.